Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 1050 mcg/day) via an implanted pump. The patient's medical history included multiple sclerosis and intractable spasticity. The indication for pump use was multiple sclerosis and intractable spasticity. It was reported that the patient had an uneventful pump refill on (B)(6) 2016. On (B)(6) 2016 the patient contacted her managing physician and stated that she could hear a tone coming from the pump. The physician interrogated the pump on that date but did not read the logs. On interrogation the warning "motor stall occurred" appeared. The physician silenced the alarms. The pump was subsequently interrogated and the logs were read which indicated that a motor stall occurred on (B)(6) 2016; no motor stall recovery was noted. The managing physician felt that given the patient's relatively high dose of intrathecal baclofen that an urgent pump replacement should be performed. The pump was replaced (B)(6) 2016. The patient's status was reported as "alive - no injury". The issue was resolved. There were no identified environmental, external, or patient factors that may have led or contributed to the issue. The cause of the motor stall was unknown. The patient had not recently had an MRI. The patient had no symptoms related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.